Event description:
It was reported that three days following the system implant procedure, the right atrial (ra) lead dislodged. The physician surgically repositioned the ra lead, but during the procedure, the lead disconnected from the device header. Header damage was suspected. The device was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. The ra lead remains implanted and in-service. The explanted device is expected to be returned for analysis, but has not yet been received.